Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low. There was no reported impact to the customer's blood glucose level. During a follow-up call, the customer reported that the issue was resolved and declined to perform further troubleshooting with tandem technical support.